Event description:
The 2 level acdf surgery at c4-5 and c5-6 planned. Surgeon operated at the wrong level. Surgeon did not notice mis-labeled levels on x-ray films, inadvertently removed/fused the c3-c4 level. The decision was then made to proceed with the c5-c6 discectomy. After realization, the two-level plate covering the c3-c5 vertebra was removed. Level c5-6 was done and a 3 level vertebral plate was obtained and applied over the three segments.